Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was isolated to a shorted c4 capacitor on the computer/analog pca. The monitor did not pass essential performance testing. The root cause for the shorted c4 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.